Event description:
The operating room supervisor for an ophthalmic surgeon reported a serious injury occurred when a surgeon, using a dfh-00012, packer/chang io. Cutter during an ophthalmic trauma surgery, was cutting an acrylic iol when one of two blades broke off-of the device. The loose blade fell to the back of the eye and the surgery was interrupted so the pt could immediately be referred to a retinal surgeon. The retinal surgeon was able to remove the loose blade w/o incident.

Manufacturer narrative:
The operating room supervisor stated that they would not return the device upon advice from their insurance company. The operating room supervisor provided 10 photographs (telephone camera) of the device but the magnification is not sufficient to make determinations about the product.